Event description:
No new information.

Manufacturer narrative:
The complaint of a leak was confirmed; however, the root cause could not be determined. One q-syte connector was provided for investigation. A functional test of the returned sample revealed a leak. The septum was torn and the cause could be attributable to either manufacturing damage or damage that can occur during use. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends. We regret any inconvenience this incident may have caused you and your facility.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
During use, leakage of liquid/blood was detected.